Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device exhibited a touchscreen that would not unlock despite screen responsiveness, and a software update restored normal function without impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy requiring medical attention. Investigation included guided troubleshooting and education performed by support personnel. Investigation of this case revealed a software-related user interface lock behavior that resolved with a software update, consistent with a transient device software performance issue with the touchscreen interface. It was concluded, based on previously established findings for similar reports, that the cause was software anomaly.